Event description:
It was reported that the bipolar maryland forceps instrument had a frayed cable. No add'l info has been provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found all instrument cables to be undamaged and intact. During eval, engineering observed that the distal end of the instrument main tube had a 5" section of material removed in various places around the outer diameter. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use.